Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin delivery was being stopped. Reportedly, the health care provider alleged the customer was initiating insulin being stopped. Tandem technical support reviewed pump data and found intermittent alarm occurred. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.